Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00636. Reportable based on new information received on 05jan2017. Reportable based on new information received on 05jan2017. Two 1.25 mm rotalink plus devices were selected for use. During the procedure it was noted that the burr would not spin above 80,000 rpm. The procedure was completed with another 1.25 mm rotalink plus device. It was reported that the patient passed away.